Event description:
During use of the device, there were problems forwarding and retrieving the needle. The outer package was not damaged, and the needle was not broken. It is unknown if the device was used in the patient. As per the qualrap, no additional information is available as the physician who used the device is unknown.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.